Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen at an unknown concentration and dose. The indications for use were non-malignant pain and complex regional pain syndrome type ii. It was reported that the patient had previously experienced similar symptoms to those that occurred on (B)(6)2018, including: chest tightness, severe headache and weakness; along with anxiousness, as the patient was admitted to the hospital. It was reported that the patient thought it was an overdose situation. The event date was asked but unknown. It was reported that per the nurse, "the same thing" occurred 1-2 years ago, where the patient was a little more symptomatic so flex programming was done at that time. It was stated that the only flex dose was for three hours at "2000" with a rate of 8.77/hr and the basal rate was 8mcg/hour. No further complications were reported. [Reference related regulatory report# 3004209178-2018-04725 regarding the patient's symptoms that occurred on (B)(6) 2018.]